Event description:
It was reported that system was explanted and replaced due to pocket infection. The patient was in good condition after the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.analysis is normal. No anomalies were found.